Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high right ventricular (rv) lead threshold with what appears to be loss of ventricular capture. There was dislodgement of the rv and perforation into the pericardium. The rv lead was explanted and replaced. No further patient complications have been reported due to the perforation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.